Event description:
Patient revised to address osteolysis, polyethylene wear, and loose cup.

Manufacturer narrative:
Examination of the returned devices confirms poly material wear. It would not be unreasonable to expect poly material wear after approx 18 years of implantation. A complaint database search finds no other reported incidents against the provided acetabular cup product and lot code since its release for distribution in 1989. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.